Event description:
The user facility reported a 79-year-old female/male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella was inserted and started on auto with flows of 3.7 l/min. Doctor then wired right coronary artery (rca), took multiple wires to gain access. Percutaneous transluminal angioplasty (pta) to rca, intravascular ultrasound (ivus) to rca, stent placed to distal/mid rca. Another stent placed placed on the proximal rca. After, the doctor noticed perforation to mid/distal rca. Echo noted a small effusion. Two covered stents were placed on the rca. Megatron stent placed to ostial rca with good results, effusion did not getting larger. The peel away introducer was removed. Repositioning sheath placed. Reaccess port used, contrast flushed to observe distal flow. Slow filling noted, doctor elected to do a distal fem-fem bypass with good results. Forward tension sutures placed and dressing was applied. Additionally, there were no distal pulses noted in right lower extremity which was treated with medication.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the vascular damage - great vessel and the limb ischemia ¿ reversible has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical data reported, the cause of the vascular damage issue was most likely patient condition related and unknown relation based on clinical review. The cause of the limb ischemia - reversible issue was patient condition related due to fem-fem bypass done to resolve flow down the leg.